Event description:
Philips received info that during an audit of the system, it was identified the coller on the locking pin mechanism had a mechanical failure.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).